Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "breast is firm and implant sits higher and there is pain associated and capsular contracture baker grade iii". Patient was prescribed singulair. This record is the left. Device was explanted.